Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer there was leaking from connection site. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was determined to be inconclusive. The product returned for evaluation were 60 statlock arterial extension tubes. All of the samples were received in their original, sealed pouches. The samples were flushed with water using a 12ml syringe which revealed all 60 were patent to infusion and aspiration with no observed leaks. An attempt to pull each device from either end revealed all 60 samples were well formed and intact. No leaks were observed during evaluation of the returned samples. However, all of the samples were returned in their original, sealed pouches. The potentially implicated sample was not returned for evaluation; therefore, the complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer there was leaking from connection site. No other information was provided.